Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the device was received with the capsule fully opened, the deployment knob components were separated, but the end cap/screw gear snap fit was connected. Visual analysis showed the handle was not intact and damage was observed to the inner member. The capsule appeared intact with no evidence of damage. One tab of the male deployment knob component was observed to be detached; the detached tab was not returned with the device. The female deployment knob component was observed to be damaged with stress marks visible. The tip-retrieval mechanism appeared intact. Despite the deployment knob components being damaged and separated from the device, the capsule could be retracted by pulling back on the t-core component. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicated the valve was recaptured due to positioning difficulties. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The cause could not be determined. Positioning difficulties do not typically indicate a device manufacturing issue it was reported that the deployment knob (actuator) separated during recapture. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The subject dcs was returned for analysis which confirmed the reported deployment knob separation. One of the deployment knob tabs was detached, stress marks were observed on the deployment knob components, and damage was observed on the inner member shaft. The description of the event does not indicate this damage occurred during the reported issue; the damage may have occurred in transit. However, the cause could not be conclusively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep. The valve was recaptured once and the deployment knob separated during recapture. There was no systemic blood pressure at this time, sothe valve was deployed in good position using the thumb slide. No adverse patient effects were reported.